Event description:
Technician alleged that the bed had no power.

Manufacturer narrative:
Technician found remains of liquid on the corner of the power control module circuit board. Technician replaced the power control module circuit board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.